Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during dwell three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was reported that there was a leak in the disposable set. The technical service representative assisted the caregiver with ending therapy. The caregiver was advised to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.